Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
A physician successfully positioned and deployed an xact stent into the left internal carotid artery/common carotid artery. Two hours post the stenting procedure, the patient had a hyperperfusion hemorrhage.